Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly during implantation, implant snapped approx 1/3 down the threaded portion of the implant. Remaining 2/3 of threaded portion was too deep in the proximal phalanx to retrieve. This incident added 45 min delay as surgeon tried to remove fragment.